Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the v60 unit operated on battery when the power cord was plugged to ac outlet. Resolution and disposition: power supply was replaced. Unit was checked overall, cleaned, run in tests, check test was performed then no abnormality was confirmed.

Event description:
The international customer reported the power cord was plugged but the v60 unit operated on battery. There was no patient involvement.

Manufacturer narrative:
.